Event description:
On/off button in the keypad can not work normally. No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory. However, device upper case suspected to be defective was sent back for analysis as a spare part. Upon reception, the subject device was submitted to a visual inspection. Marks were found on the front of the cover as if it has been tried to remove the keypad. Then, continuity of keypad keys was tested using a test box. The reported issue could be confirmed. A cross testing investigation of the spare part was performed. Used device could only be switched on by connecting the battery. Finally, keypad was disassembled. Traces of infiltrations on keypad tracks could be noticed, which has deteriorated on/off key tracks. Based on available information, the root cause of the reported issue is an improper handling (infiltrations) of the device. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.